Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that they received insulin flow blocked alarm during bolus. The customer's blood glucose was 491 mg/dl at the time of incident and treated with insulin pump. Troubleshooting occurred but results were inconclusive as to where the cause of the problem was. The insulin pump will not be returned for analysis.